Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the sinusoidal wire broke near the hub. We later discovered that the sheath was severely kinked and it most likely clamped down to tight on the trellis catheter causing it to break. The physician had staff open another device and finished the case successfully. No patient injury is reported. Evaluation summary: upon initial examination of the sample, the dispersion wire was observed to be broken at the butt-joint area. The other broken segment remains inside the catheter at the treatment area kinked on catheter at the dispersion wire breakage occurred.